Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer wire was cut off when turning the knob into position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer wire was cut off when turning the knob into position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not fail to tighten the arm. Although, it was reported that turning the knob to set the device at the right position, the wire was cut off. Our investigation conclude those findings. Based upon the returned condition of the device and results of the investigation, the reported failure mode ¿break¿ was not confirmed.